Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including right breast infection and explant procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery and included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. In regards to infection, the warnings section of the IFU states, " if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." This MDR is being submitted to report for galaflex 3d (device #2); an additional MDR shall be submitted to report the galaflex (device #1). This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2020, patient underwent right breast revision reconstruction using an imf incision. Patient was hospitalized and was discharged the following day (B)(6) 2020. One piece of galaflex and one piece of galashape (galaflex 3d) were both used. No concomitant procedures were done. On (B)(6) 2020, right breast infection was reported. Patient was hospitalized on (B)(6) 2020, where washout and debridement with removal of breast implant was performed on that date. Per notes, there was some evidence of nonadherent p4hb matrix just inferior to the nipple areolar complex that was sharply debrided. There was opacity of adequate soft tissue just below the inverted nipple with a definitive track to the breast pocket. A small amount of nonadherent p4hb was removed from the patient using curettes. Also treated with medication (cipro and clindamycin). Resolved with sequelae on unknown date. Review by medical affairs identifies the reported adverse event is related to the device and serious.